Event description:
New information received noted that the implantable cardioverter defibrillator continued to oversense post paced t-waves. No intervention was performed at the time. The patient was asymptomatic.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Review of transcripts revealed that the implantable cardioverter defibrillator was post paced oversensing t-waves. Programming changes were made to resolve the issue. Patient was stable throughout event.